Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip devices referenced in describe event or problem are being filed under separate medwatch reports.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. Two clips (lots 80119u187, 71113u257) were placed successfully. A third clip delivery system (cds 80119u188) was advanced; however, due to large calcification, it was not possible to grasp the leaflets. The cds was retracted to the left atrium (la); however, the posterior leaflet became torn (flail). The cds was removed and the procedure was discontinued. The mr remained at 3. The next day, a second procedure was performed to treat the flail with an occluder. During placement of the occluder, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A new cds (80124u207) was advanced to the left ventricle (lv). While retracting the gripper lever, the gripper line broke. It was not possible to retract the clip into the la due to the lowered grippers; therefore, the clip was deployed. After deployment, it was confirmed that the clip was not attached to the leaflets and remained on the gripper line. The steerable guide catheter (sgc) was positioned above the detached clip, and the clip was pulled to the tip of the sgc. While retracting with the gripper line, the clip stuck on the septum. A snare was advanced, and the clip was retrieved successfully from the anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Finished goods (fg) lot reported and reviewed: part / lot / serial number (s/n): cds0502/(B)(4), date of manufacture: 22-jan-2018, expiration date: 19-jan-2019; part / lot / serial number (s/n): cds0502/(B)(4) date of manufacture: 15-nov-2017, expiration date: 15-nov-2018. The device was not returned for analysis. A review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and the reported slda appears to be due user technique/procedural conditions as the initially implanted clip interacted with the occluder (device damaged by another device); however, the reported increase in mr was due to single leaflet device attachment (slda). The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.